Event description:
Patient reported left side rupture and capsular contracture, baker grade unknown. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture baker grade unknown.

Event description:
Healthcare professional later reported left side capsular contracture, baker IV . The device has been explanted and replaced with a non-allergan device.

Event description:
Patient reported, left side rupture. And capsular contracture, baker grade unknown. Healthcare professional, later reported, left side capsular contracture, baker IV. The device has been explanted and replaced with a non-allergan device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Rupture: no observed, openings on the device. Additional observations: observed, deformation on the device. Yellow and black particles observed, on the surface of the device.